Event description:
It was reported that during a surgical procedure at the user facility, the blades used with this saw were breaking. There was no report of any blade pieces entering the surgical site. The user facility disposed of the blades. Backup equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation has been performed. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.